Event description:
It was reported the pt complained of abdominal swelling and pain after her implant. Allegedly, the pt was hospitalized due to the issue and discharged on (B)(6) 2013. F/u indicated the issue had resolved, and the pt remains implanted with her system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.